Event description:
A report was received on 7/2002 by a ciba representative that a patient experienced pain after wearing a contact in the right eye on 6/2001. The patient was diagnosed by a doctor as having a corneal ulcer and keratitis. The patient was admitted to the hospital for treatment on 6/2002. The report stated that the patient was treated with "steroid, antimicrobial. At first gave the drops every one hour, and then gave them five times a day." The patient was released on 6/2001 with the symptoms under control.